Event description:
The customer called technical support (ts) and reported that the device has a battery issue. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's product support engineer (pse) evaluated the device. The pse disconnected the ventilator from ac power and verified battery volts of 15.0 v. The ventilator powers up in normal ventilation and indicators operate correctly. The transition from battery to ac operation does not interrupt ventilator operation and indicators operate correctly; battery indicator is flashing, internal battery fully charged. The pse was unable to duplicate the reported problem. A full performance verification has been performed and the device passed all tests successfully. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed.